Event description:
It was reported that the day following implantation of the valiant stent graft, the patient had a mild cva/stroke. The physician stated that the event was not related to the stent graft but may be related to the manipulation of the delivery catheter or the pigtail catheter or guide wires, from other manufacturers that may have released some plaque or emboli. The patient had lost feeling on one side but the feeling has been restored within the week that the cva/stroke occurred.

Manufacturer narrative:
(B)(4). Results: cva/stroke. Pre-operatively rupture thoracic aneurysm. Treatment of a patient with a pre-operatively rupture thoracic aneurysm. Manipulation of other devices may have release plaque or emboli. Conclusion: pre-operatively rupture thoracic aneurysm. Treatment of a patient with a pre-operatively rupture thoracic aneurysm. Manipulation of other devices may have release plaque or emboli.